Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the impactor strike plate has fractured from the tray impactor. Complaint is confirmed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at this time.

Manufacturer narrative:
(B)(4). Primary di number: (B)(4). The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that when impacting the baseplate, the screw in the impactor shaft broke in half. The patient did not retain any foreign body and surgery was not significantly delayed. No further information available at this time.